Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('CT scan revealed a malpositioned left essure coil') and embedded device ('left essure coil has penetrated the myometrium and is present within the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial ablation. Concurrent conditions included dysmenorrhea and left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy total,salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation and embedded device outcome was unknown. The reporter considered device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: status-post essure device placement, with appropriate position of devices and no contrast extravasation identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: mr received. Processed with follow up 1. Previously added event medical device removal replaced to pelvic pain. New events added- device dislocation, embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.